Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube and tube window, cracked battery tube threads and minor scratches on the display window.

Event description:
The customer called to report two cracks on the insulin pump including on the screen. The customer was advised to return the device for analysis and a replacement. The customer's blood glucose value was 186 mg/dl. No further information was available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).